Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the ttso stent was inserted into the cbd, the stent was bent and could not be inserted.